Event description:
Healthcare professional reported one day after injection with juvederm ultra plus xc in the lower lip and marionette lines and juvederm voluma with lidocaine in the cheeks patient developed pain in the left cheek which resolved two days after injection without intervention. Two weeks after injection the patient developed swelling over the left cheek that lasted three days before completely resolving. One month after injection patient experienced a recurrence of swelling in the left cheek. Patient was prescribed prednisone, which the patient did not take, keflex, and hyaluronidase. Patient symptoms resolved approximately one week after treatment began. This is the same event and the same patient reported under MDR ID # 3005113652-2013-00255 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.

Manufacturer narrative:
The event of pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for this event.